Manufacturer narrative:
Visual analysis was performed on the returned device. Analysis of the returned product indicated the balloon dilatation catheter (bdc) was returned with blood on the entire length and in the guide wire lumen, with crystallized contrast on the entire length of the device and in the inflation lumen, consistent with preparation of the device and advancement in the anatomy. The balloon was tightly folded which can indicate that the balloon was never inflated, as reported. Follow up was performed with the account and they confirmed the correct device was returned. The outer and inner member were stretched distal to the mid-lap. The reported bend/kink was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints from this lot. The investigation determined the reported bend/kink and noted stretching of the inner and outer member appear to be related to operational context. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the left anterior descending (lad) artery with heavy calcification and moderate tortuosity. The 3.5x15mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation of an implanted stent; however, the stent was not fully expanded upon intravascular ultrasound check. The physician wanted to use the same nc trek balloon to expand the vessel again but found the shaft bent as the device was being delivered into the guiding catheter. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. Return device analysis found the balloon was tightly folded. The outer and inner member were stretched distal to the mid-lap for a length of 9 centimeters (cm). No additional information was provided.